Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2014). The patient¿s lancing device has been returned on 7/28/2014 and evaluated by lifescan product analysis on 8/21/2014 with the following findings:the lancing device involved with this complaint failed testing. The meter was found to have damaged/stripped cap thread. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging the casing from her one touch ultra soft lancing device was cracked/broken. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient does not recall when the alleged issue began. The patient manages her diabetes with oral medication (metformin) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, she developed ¿high blood sugar¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject lancing device, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.